Event description:
It was reported that a patient with an implanted pacemaker experienced jumping in the chest and neck/jaw numbness when using the carelink monitor; the symptoms last for a couple of days. The device and monitor are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.